Event description:
It was reported that the cartridge fell out when the jaws were opened during a lobectomy procedure. Another device was used to complete the case. There was no adverse consequence to the pt.